Manufacturer narrative:
According to the customer, on (B)(6) 2025 the sponge had a "looser weave than normal" causing "fuzzy pieces" to remain within the patient's body cavity. The customer reported all the pieces were removed from the patient's body using forceps. The customer reported there was no additional intervention required after removing the pieces from the patient. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the sponge had a "looser weave than normal" causing "fuzzy pieces" to remain within the patient's body cavity.